Manufacturer narrative:
Visual analysis of the photographs identified, through the photos provided. It is not possible to determine, the lot number and catalog. Observed, red capsular contracture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, gel bleed

Event description:
Patient reported seroma and capsular contracture baker grade iii on the left side and a suspected bleeding of the left device diagnosed by an ultrasound. Device has been explanted.